Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and the implant of a new system has been scheduled. No further patient complications have been reported as a result of this event.